Manufacturer narrative:
This client was in an auto accident two days before this incident. We suspect prior damage may have occurred to the recline actuator. We will do a full investigation once the component has been retured.

Event description:
Client says the back suddenly fell backwards. There were no injuries due to this event.

Manufacturer narrative:
There were no injuries associated with this incident however, the client was injured in an auto accident just prior to this case. The chair was also involved in the auto accident the week prior to this incident. The actuator from the chair was returned here where it was determined that it had been damaged by impact. The threads on the internal collar had been sheared off presumably in the accident. This incident is not related to a defect in the chair or its components and was directly caused by impact from an auto accident.